Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst)measured the inner diameter of the manual drive shaft holes. The pst found that the holes are equal to the motor shaft outer diameters (0.472 inches), which caused difficulty in fitting the handles to the shaft. The pst was able to fit the handle to the shaft utilizing excessive force. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr ordered a replacement manual drive assembly. On (B)(6) 2015, the fsr installed the replacement manual drive assembly and it tested satisfactory. The unit operated to manufacturer specifications and was returned to clinical use. The fsr returned two replacement arms to the manufacturer for further evaluation.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the replacement manual drive crank assembly from his van stock did not fit on the shaft of the user facilities manual drive unit. There was no patient involvement.